Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the first three firings, there was a delay in the handle coming back and the jaws opening. The case was completed with the device and there was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Empty, fired through lockout. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the orange indicator was noted beyond its intended position. The event could not be confirmed due the condition of the device. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.